Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing pre-syncope. The patient then had a syncope episode in the emergency room. Upon interrogation, the implantable cardiac monitor exhibited diagnostics anomaly. It was noted the diagnostics were different to clear. Second programmer was used and was unsuccessful clearing the diagnostics. A device firmware was reloaded and the diagnostics were cleared. On (B)(6) 2016, the device was explanted and a pacemaker was implanted. The patient was fine post procedure.

Manufacturer narrative:
Analysis was normal and no anomalies were found.